Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the issue resolved on its own. Customer continued to use the pump for insulin therapy.